Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited loss of capture and high out of range pacing impedance measurements of greater than 2000 ohms. A revision procedure was performed where the lead was viewed under fluoroscopy with no significant findings. During the procedure the ra lead was tested on a pacing system analyzer (psa) and yielded non capture and high impedance measurements, thus the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that approximately one and a half years later during a revision procedure for the right ventricular (rv) lead, when the pocket was opened this ra lead was found abandoned and broken in half within the patient's body. The physician believed this was caused by twiddling. The previously abandoned ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 22.5 cm from the terminal pin. Abrasion was also observed on the suture sleeve at the distal end and on the silicone insulation. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.